Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention occurred to explant and replace the lead, which resolved the issue. The patient also experienced bleeding during lead replacement procedure, documented in related manufacturer reference number: 1627487-2020-02022.